Event description:
No harm to patient. 25g needle disconnected from syringe hub while attempting to safety cap following im injection. Needle immediately located under pt's bookshelf and properly disposed of.